Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (suspected thrombus, elevated lactate dehydrogenase, liver failure, end stage renal disease, patient outcome), and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(4) could not be conclusively established through this evaluation. The reported suspected thrombus could not be confirmed through this evaluation as no images were submitted and no product was returned. No alarms were reported for this event. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis, thrombosis, hepatic dysfunction, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to liver failure, end stag renal disease (esrd), and possible pump thrombus on (B)(6) 2020. While thrombus was not confirmed, the patient had elevated lactate dehydrogenase (ldh) and dark urine. The customer reported that the patient was non-compliant with their hemodialysis and missed 1 week of treatment. There had been no significant changes to the patient's pump parameters.